Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. Our investigation of the complained trial implant has shown that the proximal tip of the trial had broken off. We are not able to determine the exact cause which has led to this damage; it is possible that strong hammering during the surgery has finally lead to the breakage of the tip. The review of the production history revealed that the t-pal small trial implant was manufactured in august 2011 according to the specifications. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the end of the instrument has been broken during use on (B)(6) 2013. It was impacted by a hammer (with plastic end), during normal usage. There was no impact on the procedure, the operation was finished successfully. This is report 1 of 1 for complaint (B)(4).